Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. A review of the complaint history for sn (B)(4) was performed which did not confirmed similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 09feb2012. The review was performed from the date of manufacture to the present date 30jul2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for sn (B)(4) was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue. Device was not returned to manufacturing facility.

Event description:
It was reported that the pcu8015 did not communicate with attached lvp. Dan replaced iui connector and iui circuit board, but the problem still exist. It was end of life and end of support. There was no patient involvement.